Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, control unit had full fluid invasion, stain/corrosion, light guide connector had full fluid invasion, stain/corrosion, no image, scope cover leaking, bending angle did not meet specification, bending rubber adhesive worn, and circuit board unit in scope connector corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely water invaded the scope due to a leak in the cover, while the user was handling the device, which led to an abnormality in the electrical components and resulted in the displayed error message (e315) temporarily. The event can be detected by handling the device in accordance with the following IFU: "inspection of the endoscopic image" the event can be prevented by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the colonovideoscope exhibited error 315 scope. The event occurred during preparation for use, prior to a diagnostic colonoscopy procedure. It was reported that the procedure was completed with another scope with the 5¿10-minute delay. There was no report of patient harm or user injury associated with this event.